Manufacturer narrative:
(B)(4).

Event description:
"Attorney alleges the patient was implanted with an isomed pump filled with baclofen, which was attached to a model 8709sc catheter. Plaintiff alleges the isomed pump and model 8709sc catheter were not compatible with one another, though he does not specify what injuries or damages this purportedly caused him." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.